Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead 2007 (B)(6); 4076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing intermittent extracardiac stimulation. The lead was reprogrammed and remains in use. The patient was a participant in the sls study. No further patient complications have been reported as a result of this event.